Manufacturer narrative:
Continuation of d10: product ID: 8782, serial #: (B)(6), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 16-apr-2016, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (10.5 mg at 5.52092 mg/day), fentanyl (2000 mcg at 1051.60462 mcg/day), and bupivacaine (18.1 mg at 9.51702 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had failed catheter dye study, the catheter access sport could not be aspirated. A decrease in the bolus dose to 45mcg each was made. A cathter system revision was required.

Manufacturer narrative:
H3: the system was returned and no significant anomalies were identified. Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type: catheter. Product ID 8782, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.